Event description:
It was reported that the device rate response was not getting the patient's heart rate up fast enough. The device setting was increased and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.